Event description:
During manufacturer review of a patient's vns programming history, it was noted a faulted systems diagnostics test occurred on (B)(6) 2009, which changed the vns setting to unintended parameters. The change was not noted until (B)(6) 2009, when the settings were corrected.

Manufacturer narrative:
Analysis of programming history.